Event description:
It was reported that low, high voltage lead impedance was observed on the rv-svc vector. Lead issue was suspected. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.